Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 562 mg/dl, 414 mg/dl, 237 mg/dl, 211 mg/dl, and 188 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Manufacturer narrative:
The event occurred in (B) (6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.